Event description:
About a month ago, I started my menstrual cycle. I went to the local dollar store and picked up a box of 18 count kotex natural balance. I came home and used one of the products. As soon as I had done so, maybe twenty minutes later, I started to have shooting pains in my abdomen. Minutes later, I was throwing up and "hurdled" on the bathroom floor. I believed it was something I ate. The only problem is what I ate, my mother and daughter had also eaten. The two of them did not get sick. Right away I took out the product and decided not to use them the rest of the night. The next few days my stomach was still hurting, just not as much and I was not throwing up. The next month came and I was going to use one when I remembered about the warning on tv. I went online to look to see if the product was one of the ones that was being recalled and even called the number listed. The man and the list online said the ID number I gave was not a part of the recalls. I still believe the box I bought is one of the many infected with bacteria or other material because there is no reason to explain the sudden vomiting and pain in my lower abdomen. I did not go to a doctor and I am sure others who bought the product from the same store as I, most likely do not have the means to afford a doctor. Perhaps this could be the reason the number on my box is not on the list. I still have the box of tampons and believe this number needs to be added so that others will not have a more serious reaction than I did. Dates of use: (B)(6) 2012.